Event description:
Patient called to report an adverse event involving her oticon sentio implanted device that was implanted on (B)(6) 2025. Patient stated during an MRI on (B)(6) 2025 for an issue unrelated to the sentio implant, a loud popping sound was heard and within an hour the device completely stopped working. Patient stated the popping sound was so loud it was heard 6 feet away outside of the body. Patient stated she had to have the device explanted on (B)(6) 2026. She stated the manufacturer never called to follow up or ask about the adverse event and failed to properly report the details of her event.